Manufacturer narrative:
According to the information provided by the technician, during the use of the ventilator there were issues with delivery of tidal volume. It is unknown if any alarm was generated due to tidal volume not being delivered or what was the finale solution. The device was repaired by third party. The device's logs were not provided for further analysis; hence the root cause of the reported issue has not been determined.

Event description:
It was reported that the tidal volume was not delivered according to the set volume. There was no patient harm. Manufacturer's ref #: (B)(4).